Event description:
MFR rec'd a report from an attorney of an axle bolt malfunction on a manual wheelchair. This allegedly resulted in a fractured rib. Two weeks after the incident, the user sought med treatment. Eval of the wheelchair has not been permitted.